Event description:
It was reported that the doctor replaced head due to dislocation. Removed -3 and replaced it with +0 head . Surgeon does not blame product.

Manufacturer narrative:
The associated complaint device was not returned to be evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.